Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned, it was observed, the bending section cover (a-rubber) adhesive was cementing (wear and tear), the light guide rod lens was cracked, the charged coupled device cover lens was cracked, the bending tube was shortened, scratch was noted on the pocket-pouch in the connecting tube and buckling of the universal cord was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope exhibited ¿scope does not give water¿ error. Upon inspection of the customer¿s returned device it was observed, the nozzle was clogged with a foreign material. This report is being submitted for the malfunction found during evaluation. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was from a previous procedure. The foreign material could not be identified. The customer stated there was no delay of pre cleaning or manual cleaning and detergent flush during manual cleaning, they also cleaned the biopsy/suction channel by sucking balls instead of using a cleaning brush. The machine used to wash the scopes is about 18 years old. In the machine, only the extra flushing channel was connected to a water hose, and the rest of the channels was supposed to be washed. By putting in the "head" of the scope into a chamber in the machine, where there would be built up that much pressure, that the fluids would be pushed through the channels. However, it was found the chamber wasn't building up pressure, so it is unsure if there was any water being pushed through the channels. The event can prevented by following the instructions for use which state: "reprocessing manual. - precleaning the endoscope and accessories_ flush the air/water channel with water and air. - manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel". Olympus will continue to monitor field performance for this device.